Event description:
It was reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming and bolus history in the pump were accurate. In addition, a lead screw test was completed and passed. Advised customer to avoid scar tissue and warming up the insulin to room temperature before using it in the pump.